Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire is a foreign body in the pt's anatomy and potentiates emboli. Device issue: guide wire separation. It was reported that during a routine coronary angiogram procedure, the whisper guide wire went into a small ramus branch. When the guide wire was pulled back to redirect, the guide wire tip broke and lodged in the ramus branch. The remainder of the guide wire tip was left in the ramus branch, unable to be retrieved. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: guide wire separation can occur when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. It is possible that attempts to remove the guide wire while the tip was stuck exceeded the design limits of the guide wire ultimately causing the separation. Per the IFU, "do not push, auger, withdraw or torque a guide wire that meets resistance... Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." The proximal end of the guide wire was not returned which may have aided in eval. However, based on the case description, the reported separation appears to be the result of case circumstances.